Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: device related: not related procedure related: causal relationship. Treatment/impact: diagnostic intervention (labs, imaging, ECG), injected medication (etomidate, propofol, fentanyl, morphine, ondansetron, diphenhydramine, ketorolac, midazolam). A permanent impairment of a body structure or a body function: "yes" outcome: "not recovered/not resolved" is the adverse event serious? "Yes" does this adverse event meet the definition of a uade? "Blank".

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for right shoulder prosthetic joint dislocation, device related: no information provided, procedure related: no information provided. Date of event: 25 jun 2025. Date of implant: (B)(6) 2025. Date of revision: no information provided. Device location: right. Treatment/impact: shoulder reduction under sedation. Depuy synthes products used: catalog number: 550000440, lot number ID: 663562, component type: shell, device description: inhance shoulder system reverse humeral shell x-large ø44+0mm. Catalog number: 550011290, lot number ID: 663627, component type: baseplate, device description: inhance shoulder system modular uniti platform baseplate large ø29mm cementless. Catalog number: 550300500, lot number ID: 229405, component type: screw, device description: inhance shoulder system self-drilling & locking screw 4 pack 20mm & 25mm. Catalog number: 550040600, lot number ID: 220792, component type: screw, device description: inhance shoulder system central screw ø6.0 x 40mm. Catalog number: 550540008, lot number ID: 351163, component type: glenosphere, device description: inhance shoulder system glenosphere ø40+8mm. Catalog number: 520000044, lot number ID: 200490, component type: humeral, device description: inhance shoulder system stemless x-large diameter 44mm cementless. Catalog number: 550040000, lot number ID: mi149641, component type: liner, device description: inhance shoulder system reverse liner x-linked vitamin e pe ø40+0mm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: clinical adverse event received for right shoulder prosthetic joint dislocation device and procedure(relatedness). Device related: not related. Procedure related: causal relationship. Date of event: 24 jun 2025. Date of implant: (B)(6) 2025. Date of revision: no information provided. Device location: right. Treatment/impact: resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function, labs, imaging, ECG, injected medication (etomidate, propofol, fentanyl, morphine, ondansetron, diphenhydramine, ketorolac, midazolam), non-surgical treatments (shoulder reduction under sedation), surgical intervention for the study shoulder, new components implanted (humeral polyethylene +4 mm retentive).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.